Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of severe metabolic derangement could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6)2023 through (B)(6)2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired in (B)(6)2023 (MFR # 2916596-2023-07963). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the device or a device therapy related issue caused or contributed to the patient's metabolic derangement. The device operated as intended. The patient was stable and their metabolic acidosis was being corrected medically. The patient was discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) with severe metabolic derangement.